Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the atrial channel. A review of the device data identified multiple false atrial tachycardia response (atr) events due to the switch from bipolar to unipolar configuration. Additionally, a signal artifact monitoring (sam) event was stored on the same day as the lss. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.